Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09dec2020. The device was placed due to ureteral obstruction and nephrolithiasis. The separated sections of the device were removed from the patient using retrieval forceps. The device was encrusted.

Manufacturer narrative:
Product lot # is either 8653612 or 8904783. Clarification has been requested. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stent extraction procedure, a universa soft ureteral stent set was found broken in multiple places during its removal from the patient. A second stent, reported under patient identifier (B)(6), also separated during the procedure. The procedure was able to be successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional event details have been requested.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, the patient required the placement of two universa soft ureteral stent sets to assist in the treatment of ureteral obstruction and nephrolithiasis. During a stent extraction procedure, the stent was found broken in multiple places during its removal from the patient. A second stent, reported under MDR # 1820334-2020-02154, also separated during the procedure. The separated sections of the devices were removed from the patient using retrieval forceps. The procedure was able to be successfully completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. Two universa soft ureteral stents were returned for investigation. The two stents were returned severed into six-piece segments. Segment 1 measured approximately 9.5 to 10 cm. Segment 2 measured approximately 10 cm. Segment 3 measured approximately 5 cm. Segment 4 measured approximately 9 cm. Segment 5 measured approximately 6.5 cm. Segment 6 measured approximately 1.9 cm. Calcification was found on segments 1, 2, 5, and 6. All six segments were discolored. The stents placed in the patient were from 2 different lot numbers. It is unknown which of the two separation events occurred with which lot. Both lot numbers were considered for this investigation. A review of the device history records for both reported lot numbers found no non-conformances related to the reported failure mode. A review of complaint history records for both reported lot numbers shows no other complaints associated with the complaint device lots. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of manufacturing procedures found that current controls are in place to assure functionality and device integrity prior to shipping. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provide the following precautions: the universa soft stents must not remain indwelling more than six months. If the patient`s status permits, the stent maybe replaced with a new stent. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interaction between stents and the urinary system are unpredictable. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedure recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient`s condition and other patient specific factors. The stent is not intended as a permanent indwelling device which should not exceed 180 days. Based on the available information, cook was unable to eliminate any possible causes for this event such as product handling, medical procedure, patient conditions and anatomy, or manufacturing related causes. Cook has concluded a cause for the complaint could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.